Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The field service engineer (fse) visited onsite and confirm the reported problem. After reviewing the log file, fse found the reported malfunction. Upon troubleshooting, fse identified there is a malfunction on geometry control module and a defective sid button. To resolve the problem, fse replaced the geometry control module and return the part for further analysis, and it found the issue of no x-ray output. After replacing the geometry control module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.